Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown system controller exchange was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 2 days (13sep2024 ¿ 15sep2024 per timestamp). At 13:09:44 on (B)(6) 2024, driveline disconnect, pump off, and low flow alarms were observed. Of note, communication was lost with the pump during these alarms, suggesting that the disconnect was true. The driveline disconnect alarm resolved at 13:10:46 when it appeared that the driveline was reconnected to this controller. The pump returned to the expected speed within a few seconds of the reconnection. No other notable events were observed. A review of the submitted lvad event log file spanned approximately 2 days (14sep2024 ¿ 15sep2024 per timestamp). Two pump resets with defaulted timestamps were observed in the available data. After the first pump reset, the pump rolled on with a timestamp of 03:03:51 on (B)(6) 2024; this was not captured in the controller event log file from (B)(6). It was therefore suspected that the driveline had been connected to another system controller during this reset. After the second pump reset, the pump rolled on with a timestamp of 13:10:47 on (B)(6) 2024; this is consistent with the driveline being reconnected to (B)(6) as seen in the controller event log file. There were no other atypical events observed, and the pump appeared to function as intended. System controller was not returned. Multiple attempts were made to obtain additional information from the customer regarding the serial number of the controller and reason for the exchange; however, no response was received. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ states ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the controller being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. The heartmate 3 patient handbook (rev. C), section 2 ¿how your heart pump works¿ states ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files displayed multiple strings of backup battery fault alarms beginning on (B)(6) 2024 at 12:47 pm. The alarms occurred due to a failed emergency backup battery (ebb) load test. The alarms resolved on (B)(6)2024 at 1:13 pm. The ebb had 7 months left before expiration, so the ebb was exchanged. Log files also displayed driveline disconnect alarms on (B)(6)2024 at 1:10 pm where it appeared the driveline was momentarily disconnected from the system controller. The driveline was reconnected at 1:10:50 pm where it appeared pump function returned within baseline parameters for the remainder of the log file history.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.